Event description:
The clinic reported that a laser vision correction patient presented with dryness and minimal improvement in visual acuity at 3 weeks post lasik enhancement in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain in both eyes from time to time. During follow up on (B)(6) 2014 account reported that bcva was as follows: right eye pre-op 20/20, post-op 20/30. Left eye pre-op 20/20, post-op 20/20. They mentioned there is no problem with activities of daily living nor secondary surgery have been done and patient is still undergoing management of dry eye symptoms.

Manufacturer narrative:
Patient last bcva from (B)(6) 2014 was right 20/30, left 20/20. Patient was instructed by surgeon, to continue restasis two times a day in both eyes and to return to center (B)(6) 2015. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.